Manufacturer narrative:
The device was checked by a dräger service technician at the customer site. The reported device behavior could be reproduced and attributed to an impaired control behavior of the expiratory valve drive. After replacing the valve drive and the associated v16 cable (exp. Valve), the reported problem was solved. For a further examination by the manufacturer the log book and the exchanged valve drive were available. Functional tests of the component showed no deviations. Thus, the cause of the reported device behavior could be limited to a deviation caused by the v16 cable, which was not available for a further investigation. The device logbook showed that the device reacted to a detected deviation according to its specification and generated the messages "airway pressure low" and "flow sensor? Ventilation impaired" with audible and visual alarms in order to inform the user about the status of the device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilation failed immediately after the device was being connected to the patient (no build-up of the set ventilation pressure) with loud clicking noise from the device. There was only minimal pressure build-up, cp. With hfv.